Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. It was reported that there was evidence of moisture behind the display and in the battery compartment. The display was also reported to be scratched, which is a cosmetic issue and has no effect on insulin delivery function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed moisture behind the display lens. The pump powered on to a blank display screen. The pump failed a leak test at a crack in the pump¿s casing. The pump cover was removed and evidence of moisture was found on the display flex and throughout the pump.